Event description:
It was reported that the lead was explanted, due to multiple inappropriate shocks. Noise was observed and stored in the iegm with several capacitor loadings.

Manufacturer narrative:
Analysis found the sensing coil was fractured close to the connector ring. The location of the fracture indiciated that it was a result of repetitive stress. The appearance of the fractured area suggested that the connector ring crimp had been exposed outside the connector bore leading to the sensing coil. A fractured sense coil may cause inappropriate shocks.